Manufacturer narrative:
The user experienced cardiac arrest resulting in death, and the ilet was reportedly turned on within 24 hours prior to the event. Engineering log review did not identify malfunction alerts or a factory reset. Available device data in the days prior to death showed prolonged hyperglycemia, repeated occlusion alerts, periods without insulin (cartridge out of insulin and not replaced), and loss of cgm data due to sensor failure with subsequent dosing cessation; engineering logs were not available after (B)(6) 2026 and no cgm data was available on the date of death. Because clinical details surrounding the cardiac arrest are limited and device data is incomplete at the time of death, a causal relationship between ilet use and the reported death cannot be confirmed; the healthcare provider also reported the user had significant underlying illness. Based on available information, the event remains cause not established. If additional information becomes available (including device return/log retrieval), a supplemental MDR will be submitted.

Event description:
On 09-feb-2026 a diabetes educator reported that on (B)(6) 2026 the user experienced cardiac arrest and died, and the ilet had been turned on within 24 hours prior to death. Emergency medical services responded, additional treatment details are unknown. The outcome was death.